Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl at the time of the incident. The customer stated that the infusion sets over delivered insulin, but the lot numbers they provided were not affected by the recall. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer believes the recalled infusion sets caused the low. The insulin pump will not be returned for analysis.